Event description:
It was reported that during a supply change the ilet displayed an ¿unable to proceed¿ alert after the user primed and observed drops, and repeated attempts to initiate a change cartridge and tubing sequence also resulted in the same alert until a dry run was performed and a subsequent supply change with new components allowed delivery to resume. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included customer service troubleshooting, review of device notifications, guided dry run, and replacement with new supplies. Investigation of this case revealed that the issue was reproducible during the initial supply change attempts but resolved after the dry run and replacement of supplies, indicating a transient system or setup issue without recurrence during resumed delivery. It was concluded that the device functioned as intended after completing the dry run and installing new cartridge, connector, and infusion set, and no patient harm occurred.